Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that leads were replaced due to the fact that one of them was fractured and the other was not in an anatomical position to properly give stimulation therapy to the patient.

Event description:
It was reported that patient underwent lead revision on (B)(6) 2023 for an unknown reason. Therapy restored. Related manufacturer reference number: 1627487-2023-00829.

Manufacturer narrative:
Date of event is estimated.